Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that some physicians stopped using the starclose se devices a while back as difficulties with advancing the thumb advancer occurred on different occasions while using the starclose se devices. This is a general comment complaint and there are no specific details available for individual cases. No additional information was provided.